Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital (B)(6). E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located n the middle segment of the anterior descending branch. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications, and the patient was stable after the procedure.